Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that after pocket closure, this right atrial (ra) lead exhibited oversensing of noise. The pocket was reopened and the ra lead was reconnected to the device. Afterwards, no further noise was observed. The ra lead remains in service and there were no additional adverse patient effects reported.